Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the upper lip and perioral lines with a juvéderm® volbella® with lidocaine. About 3 months and a half later, the patient presented ¿a delayed reaction with induration, redness, and swelling" at the injection site. The nodules were hard and firm. 15 days later, the patient was treated with hylenex®. On the following day, the patient was treated with hylenex® and vitrase®. 9 days later, the patient was treated once more with hylenex®. The treatment was reported as necessary to prevent permanent damage. The symptoms have not resolved. The dermal nodules are still present, but much improved after the hylenex® injections. The patient will wait for the residual filler to self-dissolve.